Manufacturer narrative:
Abbott field service representative (fsr) inspected the analyzer and found splattering around the wash cup. The fsr calibrated the sample probe, cleaned the wash cup, flushed fluids and ran a carryover study using a high anti-hcv sample which showed no carryover. Field service also observed poor drainage of wz1 tubing and noted the tubing was visibly cloudy and partially blocked. The wash zone tubing was replaced to resolve the issue and was identified as the likely cause. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for architect wash zone tubing identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer reported they obtained a (B)(6) initial repeat (B)(6) result on the architect i2000sr analyzer. Sample ID (B)(6) generated (B)(6) results. A new sample from the same patient generated a (B)(6) result on the roche anti-hcv assay. No specific patient/donor information was provided and no adverse impact to patient/donor management was reported.